Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 1) occurred during basal delivery. Customer replaced the cartridge to resolve the issue. In addition, it was reported that a cartridge change error occurred. Customer's blood glucose level was 330 mg/dl. Customer declined to troubleshoot with tandem technical support.